Event description:
The lay user/pt contacted lifescan in 2007 and alleged that her one touch ultra2 meter was giving apply sample message. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred on nine days earlier at 3:00pm. She also mentioned experiencing symptoms of thirst, frequent urination, and having no energy. These symptoms began after the reported issue. However, the pt reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. At the time of troubleshooting, it was verified that this was not a new product. The pt's technique for sample application was reviewed to be correct and it was verified that the test strip was drawing the sample into the test area. However, the issue was not resolved when a retest was performed. This complaint is being reported because the pt alleged that the issue began 9 days prior to call to lifescan and he had developed symptoms suggestive of hyperglycemia after the issue began. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.